Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Customer's blood glucose was 106 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.